Event description:
Right ventricle (rv) perforation occured using the surecut device, which resulted in bleeding. The physician elected to advance the surecut device without guide cannula support thereby perforating the rv. The patient was sent to surgery to resolve the bleeding. The surgeon reported that the inferior area of the rev had been punctured. The surgeon reported patient was doing well post-surgery.

Manufacturer narrative:
The device was not returned for evaluation and there is no evidence to suggest there was a device malfunction. A review of manufacturing records confirmed the device met specifications prior to shipment.